Event description:
It was reported that foreign matter was found on the bd intima-ii¿ closed IV catheter system needle during use. The following information was provided by the initial reporter, translated from chinese: "when the nurse was puncturing the indwelling needle, she removed the needle guard and found a feathery object on the hose."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 3108378. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the effected sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that foreign matter was found on the bd intima-ii¿ closed IV catheter system needle during use. The following information was provided by the initial reporter, translated from chinese: "when the nurse was puncturing the indwelling needle, she removed the needle guard and found a feathery object on the hose."